Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are urinating every hour. Reviewed how to make adjustments. Reviewed patient can increase stim if symptoms don't improve. Reviewed not to charge ins till hcp says wound is healed.  The  patient was just implanted. Patient wanted to access therapy settings because they already have to urinate again even though the just went. When patient attempts to connect to ins they encounter device not responding message. Reviewed communicator use and how to reposition the communicator however this did not resolve the device not responding message. The patient still has bandages present. Reviewed how pocket healing and bandages can effect telemetry and recommended patient try again after bandages have been removed. Addition al information on received 2021-08-16 reported that patient said she will have her handset and communicator on and connect to the stimulator. She said, she will have the amplitude set for 3. It says device battery low. She said shouldn't it stay on 3? She said, this time it worked it is at 3.2 on program 4, but some times she goes in and the amplitude is 0. Patient charges once a week. Patient said she goes to the bathroom every hours to two hours. She use to go every 15 minutes. Patient said she improved a little. She said, this has been going on since the day of implant. Rep said her amplitude is going to 0 either because she is shutting the therapy off or she isn't recharging enough and the battery is running out and the therapy is shutting off. The patient said she recharges once a week for twenty minutes because that was what she was told to do. Patient said, it is so hard to find the connection. She usually lays on her bed on her side. Patient can feel the implant. The patient doesn't use the recharging application to see the battery status and wait until it is to 100%. Patient checked the battery status while on the phone with the recharging application. She had 20% charge, excellent connection and my therapy on. Rep told her it will take longer then 20 minutes to recharge her battery to 100%. Told the caller to use the recharging application and watch until the battery status hits 100% before stopping recharging. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H6 updated review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that there was no device concerns regarding low battery. The cause was determined as user error. The patient learned how to charge the device inside. They now charge until they read 100%.